Event description:
It was reported that a user of the ilet experienced low blood glucose the day after exercise and approximately three hours after breakfast and requested additional training. Troubleshooting and education were provided, and the case was assigned for further training. Symptoms included hypoglycemia reaching 69 mg/dl. Outcomes included temporary impairment that required user self-management without medical intervention. Investigation included a review of the reported event and user education on use of therapy and management of activity-related glucose changes. Investigation of this case revealed no device malfunction and suggested user-related factors, including timing of meals and exercise, as potential contributors. It was concluded that the event was consistent with hypoglycemia with an unclear cause and that the device performed as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.